Manufacturer narrative:
A ventec clinician provided technical support to the customer. The clinician advised the customer to perform a hard reset and reminded them the importance of locking the screen when cleaning the device when in use. The customer performed the hard reset and then observed proper device operation through functional and performance testing. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, s(model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.